Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "the blade had "barbs" on blade" (dull). The customer reported that there were barbs" on blade and it was dull. No pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).